Manufacturer narrative:
Product event summary: at analysis it was determined that during incoming testing the device showed several interrupted lines on its lower liquid crystal display. Due to a lack of spare parts the device is being returned unrepaired to the customer. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.